Event description:
According to the reporter: during esophagectomy/gastric tube, the surgeon started firing the device, however it stopped on the halfway. The surgical time was extended by less than 30 min. The procedure was completed with another device. No patient injury noted.